Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "after performing a calibration check and inserting the gamma long nail according to the manual, the lag screw was inserted. When attempting to attach the u-guide to the lag screw, it could not be attached. The surgeons confirmed with x-rays that the lag screw itself had slipped out of the lag screw hole and was inserted through the front of the nail. (After inserting the nail, the nail was retightened with a ball-tip screwdriver, and a calibration check was also performed before insertion. All procedures were performed according to the manual, and the precision pin was also inserted in the correct order through the sleeve before performing the lag screw drill.) The lag screw that could not be inserted in the correct position was removed. After slightly deepening the nail, the precision pin was reinserted, and it entered while interfering with the lag screw hole of the nail. The lag screw drill was also re-drilled while interfering with the lag screw hole. After that, the removed lag screw was reinserted, and the operation was completed. Although the connection is unclear, when the precision pin was first inserted and drilling was performed, there was a bone fragment protruding forward, so the surgeon used an elevator to hold the bone fragment in place from the front. After the surgery, the sales representatives inspected the instruments, but no problems were found."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation. The provided images do not allow to confirm any mispositioning or insertion impaired during the procedure. The provided images and available information were forwarded to medical affairs, with the following review: the image does not allow to confirm the event. Something went wrong from the start, or the guidewire was retracted after the drilling an reinserted in a wrong direction. Clearly procedures were not followed and checked. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user-related issue, likely due to deviations from the recommended procedure during the steps leading up to the insertion of the lag screw. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "after performing a calibration check and inserting the gamma long nail according to the manual, the lag screw was inserted. When attempting to attach the u-guide to the lag screw, it could not be attached. The surgeons confirmed with x-rays that the lag screw itself had slipped out of the lag screw hole and was inserted through the front of the nail. (After inserting the nail, the nail was retightened with a ball-tip screwdriver, and a calibration check was also performed before insertion. All procedures were performed according to the manual, and the precision pin was also inserted in the correct order through the sleeve before performing the lag screw drill.) The lag screw that could not be inserted in the correct position was removed. After slightly deepening the nail, the precision pin was reinserted, and it entered while interfering with the lag screw hole of the nail. The lag screw drill was also re-drilled while interfering with the lag screw hole. After that, the removed lag screw was reinserted, and the operation was completed. Although the connection is unclear, when the precision pin was first inserted and drilling was performed, there was a bone fragment protruding forward, so the surgeon used an elevator to hold the bone fragment in place from the front. After the surgery, the sales representatives inspected the instruments, but no problems were found."